Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with the sensor in the past and is now having issues again. Customer stated that his blood glucose was in the 200's mg/dl when the first issue started. Customer's most recent blood glucose reading was 193 mg/dl. Customer stated that he has already changed the sensor. Customer stated that he was getting a low suspend alarm with sensor glucose readings in the 40's when his blood glucose was actually 193 mg/dl. Difference between readings was not within an acceptable range. Customer reported that the sensor glucose reading was going from 47 to 50 to 52. Customer stated that one sensor bled when inserter and when he removed it, the sensor was bent. Customer was advised that a replacement will be sent.

Manufacturer narrative:
Inspected one random partial opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. We were unable to perform bicarbonate test solution test as the sensor is beyond its expiration date. Also, found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion or needle complaint due to customer return sensors no needles.